Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding/bleeding"), autoimmune disorder ("autoimmune issues"), procedural haemorrhage ("lost 2 liters of blood") and seizure ("seizures") in a 34-year-old female patient who had essure (batch no. 713452) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included insomnia, acid reflux (oesophageal), cervical pap smear abnormal, breast lump, premenstrual syndrome, major depression, bipolar disorder and back pain. Concomitant products included alprazolam, ascorbic acid;ergocalciferol;nicotinamide;retinol palmitate;riboflavin;thiamine mononitrate (multivitamin 6), cyclobenzaprine, duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), lamotrigine, trazodone and vitamin b complex. In june 2010, the patient had essure inserted. In june 2010, the patient experienced alopecia ("hair loss"), dermatitis allergic ("allergic or hypersensitivity reaction type: enhanced sensitivity skin"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and mental disorder ("phychological or psychiatric condition"). In july 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In september 2010, the patient experienced affect lability ("hormonal changes describe: roller coaster emotions"), nausea ("nausea") and dyspareunia ("dyspareunia"). In april 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In june 2013, the patient was found to have weight increased ("weight gain"). On (B)(6)2013, the patient experienced seizure (seriousness criterion medically significant). In may 2014, the patient experienced tooth disorder ("dental issues/ dental problem"). In august 2014, the patient experienced fibromyalgia ("fibromyalgia"). In november 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), post-traumatic stress disorder ("ptsd") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on(B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, seizure, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and abdominal pain lower had resolved, the autoimmune disorder, hypersensitivity, migraine, tooth disorder, alopecia, weight increased, depression, anxiety, affect lability, dermatitis allergic, fibromyalgia, post-traumatic stress disorder, nausea, headache, allergy to metals and mental disorder outcome was unknown and the fatigue had not resolved. The reporter considered abdominal pain, abdominal pain lower, affect lability, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, pelvic pain, post-traumatic stress disorder, procedural haemorrhage, seizure, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of product technical complaint incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding/bleeding"), autoimmune disorder ("autoimmune issues"), procedural haemorrhage ("lost 2 liters of blood") and seizure ("seizures") in a 34-year-old female patient who had essure (batch no. 713452) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included insomnia, acid reflux (oesophageal), cervical pap smear abnormal, breast lump, premenstrual syndrome, major depression, bipolar disorder and back pain. Concomitant products included alprazolam, ascorbic acid;ergocalciferol;nicotinamide;retinol palmitate;riboflavin;thiamine mononitrate (multivitamin 6), cyclobenzaprine, duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), lamotrigine, trazodone and vitamin b complex. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced alopecia ("hair loss"), hyperaesthesia ("allergic or hypersensitivity reaction type: enhanced sensitivity skin"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and mental disorder ("phychological or psychiatric condition"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2010, the patient experienced affect lability ("hormonal changes describe: roller coaster emotions"), nausea ("nausea") and dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced tooth disorder ("dental issues/ dental problem"). In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), post-traumatic stress disorder ("ptsd") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, seizure, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and abdominal pain lower had resolved, the autoimmune disorder, hypersensitivity, migraine, tooth disorder, alopecia, weight increased, depression, anxiety, affect lability, hyperaesthesia, fibromyalgia, post-traumatic stress disorder, nausea, headache, allergy to metals and mental disorder outcome was unknown and the fatigue had not resolved. The reporter considered abdominal pain, abdominal pain lower, affect lability, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, hyperaesthesia, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, pelvic pain, post-traumatic stress disorder, procedural haemorrhage, seizure, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet and medical record received, reporters information updated, aka added, demographic added, lot number added, product indication added, event added are as follows- roller coaster emotions, abnormal bleeding (vaginal, menorrhagia),enhanced sensitivity skin, ptsd, fibromyalgia, headaches, nausea, seizures, nickel allergy, dysmenorrhea (cramping),fatigue, abdominal pain lower, device monitoring procedure not performed, events onset date and outcome added, event severity added, concomitant drug and medical history added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding/bleeding'), autoimmune disorder ('autoimmune issues'), procedural haemorrhage ('lost 2 liters of blood'), seizure ('seizures') and peritoneal haemorrhage ('post op hemoperitoneum') in a 34-year-old female patient who had essure (batch no. 713452) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included insomnia, acid reflux (oesophageal), cervical pap smear abnormal, breast lump, premenstrual syndrome, major depression, bipolar disorder, back pain and nickel sensitivity. Concomitant products included alprazolam, ascorbic acid;ergocalciferol;nicotinamide;retinol palmitate;riboflavin;thiamine mononitrate (multivitamin 6), cyclobenzaprine, duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), lamotrigine, trazodone and vitamin b complex. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced alopecia ("hair loss"), dermatitis allergic ("allergic or hypersensitivity reaction type: enhanced sensitivity skin"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and mental disorder ("phychological or psychiatric condition"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2010, the patient experienced affect lability ("hormonal changes describe: roller coaster emotions"), nausea ("nausea") and dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced tooth disorder ("dental issues/ dental problem"). In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced peritoneal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), post-traumatic stress disorder ("ptsd"), abdominal pain lower ("abdominal pain lower") and mood swings ("hormonal changes describe: mood swings"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and requring laproscopy and evacuation of peritoneum). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, seizure, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and abdominal pain lower had resolved, the autoimmune disorder, hypersensitivity, migraine, tooth disorder, alopecia, weight increased, depression, anxiety, affect lability, dermatitis allergic, fibromyalgia, post-traumatic stress disorder, nausea, headache, allergy to metals, mental disorder, mood swings and peritoneal haemorrhage outcome was unknown and the fatigue had not resolved. The reporter considered abdominal pain, abdominal pain lower, affect lability, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic pain, peritoneal haemorrhage, post-traumatic stress disorder, procedural haemorrhage, seizure, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received : following events were added : hormonal changes describe: mood swings, post op hemoperitoneum requring laproscopy and evacuation of peritoneum. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), procedural haemorrhage ('lost 2 liters of blood / after my hysterectomy there was an artery that kept bleeding') and peritoneal haemorrhage ('post op hemoperitoneum') in a 34-year-old female patient who had essure (batch no: 713452) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included insomnia, acid reflux (oesophageal), cervical pap smear abnormal, breast lump, premenstrual syndrome, major depression, bipolar disorder, back pain and nickel sensitivity. Concomitant products included alprazolam, ascorbic acid; ergocalciferol; nicotinamide; retinol palmitate; riboflavin; thiamine mononitrate (multivitamin 6), cyclobenzaprine, duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), lamotrigine, trazodone and vitamin b complex. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced alopecia ("hair loss"), dermatitis allergic ("allergic or hypersensitivity reaction type: enhanced sensitivity skin"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and mental disorder ("phycological or psychiatric condition"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2010, the patient experienced affect lability ("hormonal changes describe: roller coaster emotions"), nausea ("nausea") and dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced seizure ("seizures"). On (B)(6) 2014, the patient experienced tooth fracture ("dental issues/ dental problem / wisdom teeth and cracked"). On (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced peritoneal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding / bleeding"), autoimmune disorder ("autoimmune issues"), procedural haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), post-traumatic stress disorder ("ptsd"), abdominal pain lower ("abdominal pain lower"), mood swings ("hormonal changes describe: mood swings") and dyspnoea ("I hurt so bad I couldn¿t breathe"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, surgery to remove blood and requiring laparoscopy and evacuation of peritoneum). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, seizure, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and abdominal pain lower had resolved, the autoimmune disorder, hypersensitivity, migraine, tooth fracture, alopecia, weight increased, depression, anxiety, affect lability, dermatitis allergic, fibromyalgia, post-traumatic stress disorder, nausea, headache, allergy to metals, mental disorder, mood swings, peritoneal haemorrhage and dyspnoea outcome was unknown and the fatigue had not resolved. The reporter considered abdominal pain, abdominal pain lower, affect lability, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, fibromyalgia, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic pain, peritoneal haemorrhage, post-traumatic stress disorder, procedural haemorrhage, seizure, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: added I hurt so bad I couldn¿t breathe and updated event. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), migraine ("migraines"), tooth disorder ("dental issues"), alopecia ("hair loss"), weight increased ("weight gain"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity, migraine, tooth disorder, alopecia, weight increased, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, genital haemorrhage, hypersensitivity, migraine, pelvic pain, tooth disorder and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.